Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for replace battery now and failed battery now as well as software error. Customer¿s blood glucose was 180mg/dl at time of incident. Insulin pump monitor the pump and call back if issue occur again. Insulin pump will not be return for analysis.